Event description:
It was reported that during the implant procedure, the physician was not able to position the lead in order to obtain reasonable sensing values or pacing stimulation. Eventually, it was not possible to retract the helix, and when slight traction was applied, the helix would not come free of the myocardium and stretched slightly. The lead was capped and replaced since it could not be extricated safely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.